Event description:
The account alleges that prior to use liquid was observed leaking from the transducer of the device. It was replaced with another one of the same part number which functioned with no issues. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation, and a functional test revealed a leak occurring through a crack in the luer of the pressure sensor of the device. According to stress impressions on the luer body, the crack could be caused by overtightening or incorrect threading between the male and female luer. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.